Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridges were filled with 250 units of insulin. Subsequently, air was not being removed from the cartridge prior to being filled with insulin. The customer's blood glucose level was 102 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.